Event description:
The customer reported the system displayed an error message and then shut down without command. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The ps2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.